Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver levophed 16mg/250ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed with an s111 (data integrity error-uic) error code and the display indicated "processor exception detected." At that time, the nurse released the tubing set from the device. The device was removed from clinical service. Therapy was resumed after approx 5 minutes using a replacement device. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).